Event description:
It was reported that during an unknown procedure, it was impossible to squeeze the handles. Another like device was used to complete the procedure. There was no patient consequence.